Event description:
It was reported the customer received a motor error alarm during a prime. It was found the customer received a no delivery alarm prior to the motor error alarm occurring. Customer's blood glucose was 113 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported they were stuck in the prime loop. Customer stated they were unable to complete the rewind sequence on the insulin pump. Troubleshooting was not completed as the insulin pump will be replaced for the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.